Manufacturer narrative:
This event is being reported as part of a remediation project.

Event description:
It was reported that a pt came back to the hospital due to pain and puffiness in the abdominal area. The surgeon has explanted the mesh from the abdominal area. The mesh presented tears, the sutures was disposed at approximately 1 cm from the edge of the mesh.